Event description:
The customer stated that she tested her blood glucose and received readings of "lo" and 561 mg/dl using her elite meter. She retested a few minutes later and received a reading of 142 mg/dl using another meter. The difference between the meter readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. A new contour meter kit was sent to the customer.